Manufacturer narrative:
One photo provided for evaluation; one photo confirms the complaint of leaking.the reported complaint can be confirmed. The probable cause is due to incomplete insertion during assembly. The device history lot number was not reviewed; no lot information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a plumset - with orange tubing clave where the customer reported that there was leakage found at the patient end of the light-resistant set, where the luer 3-way stopcock meets the tubing. There was patient involvement, but harm was not reported as a consequence of this event.